Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's nurse reported that a 2008k hemodialysis (hd) machine alarmed blood leak during treatment. A test strip confirmed the leak in the dialyzer. The patient was disconnected and re-set up with a new bloodline and dialyzer, and then the hd therapy was continued on an alternate machine and successfully completed without any issue. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The optiflux dialyzer was not available to be returned to the manufacturer for evaluation as the device was discarded by the facility.

Manufacturer narrative:
The sample is not available for evaluation as it was discarded at the facility. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted there are no other reported complaints against the lot. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility's nurse reported that a 2008k hemodialysis (hd) machine alarmed blood leak during treatment. A test strip confirmed the leak in the dialyzer. The patient was disconnected and re-set up with a new bloodline and dialyzer, and then the hd therapy was continued on an alternate machine and successfully completed without any issue. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The optiflux dialyzer was not available to be returned to the manufacturer for evaluation as the device was discarded by the facility.